Event description:
Graft was placed in pt. Approximately 2 months ago. Then on (B)(6) 2007, pt was re-admitted for "failed right shoulder rotator cuff repair." Previous graft had fragmented, was removed, area was irrigated and repaired. (B)(6).